Event description:
It was reported that insulin squirts out of the insulin pump during manual prime. The insulin pump alarmed during the prime process. Leaving prime not possible. Nothing further reported.

Manufacturer narrative:
Unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.